Event description:
The boston scientific trapezoid rx 3cm prematurely deployed the safety feature prior to stone pulveration and extraction. Physician unsuccessfully attempted to retrieve the metal nub on the top of the basket from the common bile duct. The nub appeared to be at the opening of the ampulla on fluoro. No harm to patient.